Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2018 with less dryness, but left eye (os) starting in march, patient saw black dots. Retinas were unremarkable. The patient has a specialist but has not been keeping up with appointments. It was advised a possible enhancement. The patient was treated with gatifloxacin eye drops (antibiotics). It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of some dryness and seeing black dots os. Patient reported symptoms are not interfering with daily activities. The patient was advised to see the specialist before it is fine to proceed with an enhancement procedure. Bcva from (B)(6) 2017: right eye pre-op 20/20, -9.75 x -.50 x 170; left eye pre-op 20/20, -9.75 x -.25 x 165. Bcva from (B)(6) 2018: right eye post-op 20/20, .50 x .00 x 90; left eye post-op 20/20, .50 x -1.25 x 66.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.